Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated the dexcom receiver was not working and was in the hospital at the time of contact for diabetic ketoacidosis. It was undetermined of what the issue with the receiver was. No additional patient or event information is available.